Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with atrial lead impedance was out of range alert. It was noted that the impedance appears to have climbed gradually, typically indicating a physiologic change that results in the impedance change. The patient was stable and would continue to be monitored for any changes in sensing and threshold. The patient was stable.